Event description:
Clinical registry. It was reported 561 days following a coronary artery drug eluting stenting procedure, the pt experienced a stent thrombosis and a myocardial infarction (mi). The index procedure treated one lesion. The de novo lesion was located in the mid right coronary artery (rca). The lesion was 75% stenosed, 2.8mm in diameter, 18mm in length and mildly calcified. Treatment consisted of pre-dilating and deployment of a taxus express2 2.50x24mm stent. The results were 0% residual stenosis and timi-3 flow. The pt was discharged the following day on plavix and aspirin. Five hundred and sixty one days following the index procedure, the pt experienced a mi and a stent thrombosis. The mi was confirmed by cardiac enzymes. The stent thrombosis was confirmed by ivus. The physician resolved the event by performing balloon angioplasty and deploying an unk size taxus express2 stent in the disal rca. The physician assessed the lesion as focal in-stent restenosis. The pt was discharged five days later. The relationship of this event to the device per the investigator is "probable."

Manufacturer narrative:
H6 - device evaluation: the delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The mfg records for top assembly batch 6814603 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.